Manufacturer narrative:
(B)(4). Date sent: 7/26/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a thoracic procedure, the clips are not closed properly. They are mobile and they do not hold on the tissue. During section of a collateral of the pulmonary artery by application of a clip on each side, the proximal clip detached spontaneously, leading to a hemorrhage. Vascular clamping and repositioning of a new clip which seems not being closed completely. Use of a clip and of an enseal device to ensure vessel coagulation. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). : batch # p9215r . The analysis results found that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 6 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.